Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the aspiration air leak occurred during introduction of farawave catheter into the sheath, during and aspiration air coming through valve. The procedure outcome is currently unknown. No patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the aspiration air leak occurred during introduction of farawave catheter into the sheath, during and aspiration air coming through valve. The procedure outcome is currently unknown. No patient complications reported. The device is expected to be returned for analysis. It was further reported that the faradrive was used with nrg needle to get transseptal (tsp) access to the la. After tsp the dilator was withdrawn from the faradrive and the sheath was aspirated, flushed and a continuous flush with saline was installed. When the farawave was introduced into the faradrive the normal process was started: aspirating blood from the faradrive thru the 3-way stop cock to remove possible air inside the sheath. No air was seen in the faradrive but while aspirating air bubbles were seen in the tubing. This could not be solved. Farawave was pulled out of the faradrive . The faradrive was again aspirated while the insertion point of the valve was closed with a thumb. No air was seen in the tubing only blood. The faradrive was exchanged and procedure continued and was completed successfully.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the aspiration air leak occurred during introduction of farawave catheter into the sheath, during and aspiration air coming through valve. The procedure outcome is currently unknown. No patient complications reported. The device has been returned for analysis. It was further reported that the faradrive was used with nrg needle to get transseptal (tsp) access to the la. After tsp the dilator was withdrawn from the faradrive and the sheath was aspirated, flushed and a continuous flush with saline was installed. When the farawave was introduced into the faradrive the normal process was started: aspirating blood from the faradrive thru the 3-way stop cock to remove possible air inside the sheath. No air was seen in the faradrive but while aspirating air bubbles were seen in the tubing. This could not be solved. Farawave was pulled out of the faradrive . The faradrive was again aspirated while the insertion point of the valve was closed with a thumb. No air was seen in the tubing only blood. The faradrive was exchanged and procedure continued and was completed successfully.